Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, a loss of capture due to fusion was observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.